Event description:
It was reported that during a coronary artery bypass graft procedure, the blade was connected to the hand-piece and tested. Testing was completed. The surgeon started using the blade to transact the "mediastinale" tissue, taking care not to allow the blade to touch bone. The surgeon had almost completed the transection when the generator gave an instrument error. The scrub sister removed the blade from the hand-piece, re-connected it, and tested the device, the test passed. The surgeon started using the blade but the generator gave a continuous tone on the maximum setting and then an instrument error. A new sterile device was then connected and the surgeon continued and completed the procedure. After the procedure was completed, the device was being cleaned in order to be sent back as a product complaint; at this point, the tip of the blade broke off. There were no adverse consequences for the patient. One device will be returning. (B)(4).

Manufacturer narrative:
(B)(4). The analysis showed that the device was returned with the distal tip of the blade broken off and returned with the device. The remaining blade portion was scratched. The device was activated with the generator and an error code 5 was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in an error code 5 or blade "lockout" later in the procedure, and continued usage can result in a broken blade.